Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as healthcare professional reported that patient stated that it was a misunderstanding and they were not using properly. Patient believed that they were making a mistake and reading device wrong. Patient weight was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller reported that since the past three days, patient has had a return of symptoms. Caller reported that the patient felt there was an emi interference with herins from the washer and dryers that the patient worked around, and patient felt it was weird. Caller reported that they knew that the patient¿s ins was off on (B)(6) 2018. Patient had access to patient programmer and it showed stim was on. Patient had the ability to change programs and adjust stim. It was unknown whether the patient felt stim in the correct area. It was suggested to the patient that the patient increased stimulation to a comfortable level and to see if that helped resolve her symptoms. Patient was advised to have ins checked and was redirected to follow up with her healthcare professional (hcp). No further symptoms or complications reported or anticipated.